Event description:
It was reported that a merlin.net transmission showed that the patient received inappropriate anti tachycardia pacing therapy for a atrial tachycardia with rapid ventricular response. Reprogramming was recommended. The patient has been noncompliant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.